Event description:
It was reported that on unknown date, the patient underwent the total hip arthroplasty with the aml for the hip joint. The surgery was completed successfully without any surgical delay. After the surgery, the aml stem was broken. Therefore, a revision surgery will be performed on (B)(6) 2022. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for analysis. Based on photographic evidence review along with visual examination of the returned devices disengaged status, it can be confirmed that stem got disassociated from femoral head. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.